Event description:
It was reported that pump infused faster than programmed. During an infusion, the patient received IV of magnesium around 11:13am on (B)(6) 2019. This was supposed to be a 2 hour infusion; however, the patient received it as a bolus. When the nurse checked the pump, it was found to be set up correctly, and there was no reason why the medication infused so fast. The medication was hung as a secondary infusion, and normal saline1000 ml was the primary infusion. Although requested, there was no information provided regarding patient impact.

Manufacturer narrative:
The customer¿s report of an infusion of magnesium infused faster than expected was not confirmed. Inspection of the source device sn (B)(4) identified a 3rd party manufactured latch and sear. Testing of the 3rd party latch and sear failed replicate an unregulated flow event. Review of the pcu event log identified an infusion magnesium that was initiated on (B)(6) 2019 at 11:13 am. The log shows the infusion lasted approximately 6 minutes infusing 1.3ml. The infusion was stopped when the pump module was channeled off. The user¿s programming replication performed on the pcu and source pump module found no obvious programming errors. Rate accuracy testing performed found the device delivering fluid in specification. The magnesium sulfate infusion was programmed as a secondary infusion. The primary set was not returned for investigation. The root cause of an infusion of magnesium infused faster than expected was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that pump infused faster than programmed. During an infusion, the patient received IV of magnesium around 11:30 am on (B)(6) 2019. This was supposed to be a 2 hour infusion; however, the patient received it as a bolus. When the nurse checked the pump, it was found to be set up correctly, but there was no reason why the medication infused so fast. Medication hung in piggy back set. Channel b serial #: (B)(4). 1000 ml saline hung as primary channel a serial #: (B)(4). There was no patient impact.